Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reports patient was revised on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. Additional information in a review of invoice history confirms the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reports patient was revised on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. Additional information in a review of invoice history confirms the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report notes the presence of metallosis, fluid, a cyst, bone loss and dark cystic material. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03068 / 03069).